Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. CAPA reference : (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). 8300 unit. Error code 570-6500. Customer ken called in for help on error code he is get on the etco2 unit the etco2 board will have to be replace on the unit the cause of the error when power unit on the board took to long to perform an action. Will need to be replaced.